Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus main drawer. A field service engineer assisted tech to reboot the station by shutting down, hard resetting to resolve the issue. The system functioned as intended after the field service engineer assessed the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the communication bus. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.